Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was fully intact; no damage was observed. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The contrast keypad button was found to be unresponsive. The keypad cover was removed and contamination was found under the button contacts. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening. The returned battery cap was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor alleged that all keypad buttons were under responsive. It was noted that the keypad cover was missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.